Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues in the air water channel a root cause could not be identified. Based on the results of the investigation, it is likely that no malfunction occurred, as the complaint could not be confirmed. Therefore, the most appropriate conclusion is no problem detected, given that no device problem was found during the evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope was over soaked in solution. There were no reports of patient harm.